Manufacturer narrative:
The implanted device remains.

Event description:
It was reported, the patient was hospitalized (date not reported) due to dizziness and nausea post implantation. The implanted device remains.